Manufacturer narrative:
Follow up #1, date of submission 05/29/2014. The product has been returned and evaluated by product analysis on 05/22/2014 as follows: a crack was observed from the case seal to the grip. A leak test was performed and the pump failed the leak test due to a crack at the display lens. The pump was opened for further investigation and moisture was observed inside the pump. Unrelated to the casing condition issue, the display was observed to be dim and red. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that there was evidence of moisture behind the display and no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.